Event description:
It was reported that the device does not detect the hard paddles or therapy cable connection. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy cable connector assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.